Event description:
At 0525 on (B)(6) 2017, the (B)(6) y/o pt had a witnessed cardiac arrest. The pt was noted to be in vfib. The crash cart was immediately brought into the room. The pt was appropriately hooked up to the lifepak defibrillator with pads and EKG leads. The defibrillator would not charge to deliver a shock to the pt despite being attached to the pt correctly. Multiple nurses and the pa at the bedside double checked all the corrections to the device and found it to be connected correctly and it still would not charge to shock. The screen kept repeatedly saying to connect electrodes even though they were connected. A second lifepak was quickly connected to the pt and the shock delivered. The pt obtained return of spontaneous circulation at 0530. The defibrillator was checked at the beginning of the shift and right after the equipment failed to work with a self test. On both occasions, the defibrillator passed and printed a successful self test strip.